Manufacturer narrative:
Product 457453 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the device was not interrogated by programmer or any other means on (B)(6) 2018, despite the device indicating that the last programmer session was (B)(6) 2018, and the clinic having a copy of the device evaluation from that date. The patient also stated "something's not right here" and "you guys have a problem here." The patient's spouse concurred with the patient, noting that the device was not checked after (B)(6) 2018. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.